Event description:
The customer reported that her insulin pump had a button error alarm. Customer stated that she went to take the pump off and shower. Customer was going to suspend but the buttons were not working. Customer took the battery out and received a battery error and a low battery alert. Customer stated that she was out working in the yard before going inside to take a shower. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.